Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device was broken with an unspecified malfunction. As a result, there was a ten it minute delay to the surgical procedure. An identical spare device was available for use to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling levers were not functioning properly. It was further discovered that the device could not connect the attachment devices or the function gauge properly. The assignable root cause was determined to be due to normal wear on components from repeated use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.